Event description:
The facility reported an infusion pump with a failure code appearing multiple times. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12 2007. Evaluation summary:the condition of failure code appearing multiple times was confirmed when failure code 500 was found in the event history. Failure code 500 is a stuck key failure caused when a key becomes stuck or is pressed for more than 50 seconds. Inspection found that failure code 500 was caused by a disconnected inverter harness. The inverter harness was reconnected. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.